Event description:
It was reported that, "during a surgical procedure, two pieces of the internal seal dislodged from the from trocar and fell into the pt's abdomen. There two pieces were retrieved. There was no injury to the pt and the procedure was not altered."

Manufacturer narrative:
A supplemental report will be filed when the investigation is completed.